Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. The investigation performed on the product showed that the welding at the screw head of both screws and the coupling ring is broken. Additionally, the welding of the pin is broken between the pin and the rotating sleeve. Visual inspection of the saw blade acceptor part confirms the presence of the welding, so the welding has been done around the screw head during manufacturing of the product. The saw was in ats tuttlingen in (B)(4) 2013. However, during this repair, nothing was done to the saw blade acceptor part. In addition to that, the ats tuttlingen did not note any abnormalities on the saw blade acceptor part. The bushing of the saw blade acceptor part shows scratches (consistent with signs of usage). A very likely root cause is the used material combination (1.4305<->1.4305 or 1.4301<->1.4305). A material combination of 1.4305 (bushing and/or screw) and 1.4301 is less optimal regarding welding. This had very likely negatively influenced the stability/resistance of the weld after long and/or intensive usage (i.e. Regarding vibrations etc.). A change (no. 47497) of the ordering text of screw ta006733 excludes that the material of the delivered screw is alternatively 1.4305 (less optimal material for welding). While this change request, the available screws on stock have been checked. All screws have been confirmed to be made of material 1.4301, which is the preferred material. The complained machine ga674 was manufactured (november 2011) before this screw delivery (june 2012). So, it is likely that the screw on the machine is not possible anymore (because of the condition of the screw). The material of the bushing gb440214 will be changed into material 1.4301 (material currently used is 1.4305). Final root cause: wear and tear mostly benefitted by suboptimal material combination.

Event description:
Country of complaint: (B)(6). During surgery and use of ga674, an unknown piece fell of the product. It was supposed that this piece fell into the surgery field. The patient has been x-rayed; however, the fallen off piece was not confirmed to be in the patient. The "fallen off piece" can be identified as the screw of the saw blade acceptor part. Additional information received: machine ga674 (B)(4) was in use in a surgery. Afterwards, it was given to cssd. Product was put through "rdg" (cleaning and disinfection device). Afterwards, when beginning to pack the product ot prepare for next surgery, it was noted that one screw at the saw head was missing. "Rdg" device was checked, screw was not found. Or was informed. Patient was x-rayed, piece was not confirmed to be in the patient's body. Second screw could be unscrewed without force by using a "plastic card".